Event description:
Warning - date the implant was put in is after the date the problem occurred. Please verify before submitting. Was someone operating the medical device when the problem occurred: yes. On (B)(6) 2010 I had a second replacement on my right hip. I had a partial revision of the right hip. New ball and polyethylene liner. They replaced the ball with a larger one. Set me up with therapy and sent me home. Did therapy and went back to work when doctor released me. It seemed like the hip wasn't as good as my first replacement. I thought it would just take time. Went back to the doctor 18 months later and told him I had a lump and soreness in the joint. He told me that muscles had probably deteriorated around the muscles. He said cortisone might help. I could come in and get some cortisone injections and that would help with the swelling in that area. Couldn't see much change after cortisone shot. I was still having pain and weakness in my leg. Went ahead and struggled with for another year. The pain had not decreased it seemed to increase. Talked to my family doctor and she said that I didn't have good results from my surgery. In (B)(6) 2016 my pain became more intense. Went back to the doctor and she ordered therapy for weakness in my legs. It seemed like the therapy was causing more problems. My wife decided to ask doctor if he could have another x-ray on his hip. When she received the result the hip was out of socket. Made an appointment with ortho doctor and he wanted to schedule me for surgery as soon as possible. I was going to have a heart procedure done and my cardiologist would not release me to have surgery. In the meantime we decided to get a second opinion on my hip. We went to see the doctor's associate that dip my left hip. He took numerous x-rays and came back into the office and looked me in the eye and told me I am not your man. He said you need major reconstruction on your hip. He said he did revision all the time but this was beyond on his scope of expertise. He referred me to doctor (B)(6). He told me that there were only 2 doctors that did that kind of surgery and he was one of them. Went to see dr. (B)(6) more x-rays and examination. He told me I have seen one other case worse than yours. We decided to let him do the complete revision. He said it was a longer surgery than the revision itself. On (B)(6) 2016 I had my hip replaced again. This time I had a total hip revision. The surgery was supposed to last 4 hours, ended up being 7 plus hours. He talked to my wife and he told her that it was worse than he thought. The pelvis came out in pieces, femur was cracked, muscle deteriorated and metallosis. He told us that he would have to wear a brace and not put any weight on that foot for 8 weeks. Went home with therapy and my wife taking care of me. The brace just about drove me crazy had to take medicine for anxiety because of it. The 8 weeks in the house was enough to drive me crazy. I had to have someone do my chores. Made the trips to see the doctor in (B)(6) he said I could go back to work. Will see him again tomorrow , am still weak in my legs. Doctor said the muscles in his hip should have been done 2010 - would have to live with it. Is the product compounded: yes.